Event description:
Rptr received implants in 1981 and in 1985 started having burning in breast. Painful arthritis. She had surgery on both feet because of it. She also has it in her fingers, hand, elbow, shoulder, neck, hip, knees ankles, feet, toes. She c/o implant hardening, trauma to the breast, memory loss, thyroid disorder - 1995. Developed parkinson's disease 1991, depression, very tired, difficulty with sex life, autoimmune disease, ands, acto, ars, nac. Level of disability severe.